Event description:
It was stated that person with diabetes reported that was changing supplies and received a line blocked alarm shortly afterward. It was resolved issue by changing all supplies again. An obstruction of flow would delay therapy and would likely cause or contribute to a death or serious injury if the malfunction were to recur. There was patient involvement and there was no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.